Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top case is not broken. The pump event history showed no errors listed in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, tried to run a syringe and will not read plunger flange sensors. The reported issue was related to damaged plunger board due to q1 broken off. The cause of the issue is known and is design related. The technician replaced the plunger board and device passed all functional and delivery tests. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
It was reported that a not recognizing syringe error was observed. No patient injury reported.